Manufacturer narrative:
The detected deviation at the torque screw occurs only at 80lbs (360 n). The discrepancy was only at this pressure level 3% below tolerance. All other values have been in specification. As this deviation is very small we suspect that it is not the root cause. We suspect that the incident may due to the pin placement. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
Customer service was contacted on (B)(6) 2016. Customer states while the surgeon readjusting patient head, noted a sudden bleeding at the right side of the pts head. Pt was then rolled on her back to address the bleeding. The skull clamp was removed on assessment, noted a bleeding laceration on the right side of the head. The surgeon cleaned the laceration and put staples. Another skull clamp was placed on pts head. Pt log rolled to prone and attached skull clamp to bed attachments. Surgeon was able to finish surgery.